Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified forearm shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.